Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to es server issue. A technical support specialist dialed into the station and dba transaction log backup was started to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large server w/sql.

Event description:
It was reported by the customer that a pyxis medstation es system had a login failure. The customer reported that the user was unable to login and the system was showing that was unable to authenticate. There were no adverse events or injuries reported based on this incident.